Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a proximal insulation abrasion at 11.0 cm to 11.1 cm from the connector pin due to friction to the device can which would account for the reported noise anomaly.